Event description:
It was reported that a patient underwent a hernia repair procedure on (B) (6) 2009. The patient returned on (B) (6) 2010 requiring a recurrent hernia to be repaired. When the surgeon reoperated on (B) (6) 2010, he stated that the recurrent hernia protruded through a 3cm "defect" in the center of the mesh which was not noticed at the time of the original surgery.

Manufacturer narrative:
(B) (4). (B) (4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.